Manufacturer narrative:
A getinge service technician tested the affected cardiohelp with both sensors and could confirm the reported failure "venous bubble sensor " error message. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during setup with no patient involvement. It was reported that the venous bubble sensor is defective error message was displayed. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero-flow mode, a report is required. Complaint ID (B)(4).